Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: what confirmation did the surgeon receive that the anvil was firmly attached to the trocar of the device? Would not snap together. When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Could not fire. Is there any other additional information you would like to share about this device, procedure, patient or physician? Conditioned user. No pathology report or sample is available. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
I was reported that during a laparoscopic sigmoidectomy procedure the surgeon had placed the blue trocar into the anvil and sutured, when he tried to remove it from the anvil, he noticed that a piece of it had broken off in the anvil. He then had to remove the device and place an ec60b across the incision and fire an additional staple line. At this point he used another like device in a new incision point and successfully completed the firing. He was working transanal with the circular stapler and he was frustrated that he had less room to work on the bowel. The surgery was extended 30 minutes to complete. There was no consequence reported to the patient. The device was discarded.